Manufacturer narrative:
At this time, no return of product is expected as the physician and hospital have elected to retain the product.

Event description:
Boston scientific received information that during a lead revision, this device was explanted, to be replaced. However during the replacement, the battery capacity was showing only 2.5 years remaining. During the post admission interrogation two days prior, 5 years remaining battery had been exhibited. A device issue was suspected; no return of product was indicated. Replacement was with another boston scientific product.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed; device data was insufficient to obtain a battery status or an accurate longevity. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Subsequently, the device was returned. Analysis conducted.